Event description:
On approximately (B)(6) 2013, the consumer administered an injection and the needle broke off in the abdomen. The consumer went to the emergency room where an ultrasound was performed but they did not find the needle. The consumer was sent home and told to watch the area. On (B)(6) 2013, the daughter noticed that there was significant bruising in the puncture site area. There has been no further medical intervention. Consumer has alzheimer's and continues to do administer his own injections, the diabetic nurse has switched him to the 8mm needle.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.